Event description:
An adult patient (pt) contacted a technical service representative (tsr) and reported feeling discomfort (distended abdomen) during drain 2 of 5 using the homechoice system. The issue was reviewed over the phone with the tsr, which revealed the pt felt discomfort, suspected he had air, and drained out 3573mls of fluid. After draining, the pt felt better. Drain continued and the drain volume reached 3652mls when the system advanced normally into fill 3 of 5. The pt received the programmed fill when he again felt discomfort. The pt performed a manual drain and removed 3203mls of fluid. The pt indicated that he was located at a hospital and currently had an unspecified type of infection. Per the pt, he was using the hospital's own cycler and the cycler was programmed to deliver 3000mls during each fill, which was the same volume of fluid that his cycler at home was programmed to deliver. The pt program parameters are as follows: ccpd/ipd tv=15l, tt=13:30, fv=3l, lfv=0ml, cycles=5, initial drain alarm set point is: 1.4l, minimum drain volume percentage, if known: n/a. No manual exchange was performed prior to therapy. The pt had no last fill the night before and drained out 2ml in initial drain. The pt did not experience any alarms and did not bypass any cycles. The pt's prescription, medication and diet have not recently been changed. The pt has been diagnosed with either congestive heart failure or cirrhosis and is not holding fluid in their limbs. The tsr verbally assisted the pt to end the therapy early and instructed the pt to contact a nurse for further advice. A follow-up with the rn revealed the pt did inform the rn of the event; however, the rn is adamant that the program parameters are correct. The rn also stated that the pt's ultrafiltration would account for some of the extra fluid. The infection that the pt had was unrelated to dialysis and was not peritonitis. The rn reported that no additional information is available regarding this incident. There was no patient injury or medical intervention for this incident per the rn.

Manufacturer narrative:
The device was not available for evaluation. If additional information becomes available a follow-up MDR will be submitted.